Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at maximum output and had sensing issues due to potential perforation. The patient was scheduled for a lead revision. Additional information obtained from the field indicated that the lead was repositioned. Perforation was not confirmed. This lead remains in service. No additional adverse patient effects were reported.